Event description:
Patient's mother contacted dexcom technical support on 04/09/2014 and claimed that on 04/04/2014, upon sensor applicator removal, sensor wire became detached from sensor pod. Patient's mother claimed that patient experienced no discomfort at insertion site.